Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was admitted to emergency room on wednesday (B)(6) 2018 at 7:30 am due to hyperglycemia and diabetic ketoacidosis (dka). The customer reported that she had high blood glucose levels of 24.4 mmol/l at the time of incident and current blood glucose levels of 17.7 mmol/l. It was reported that the customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was reported that the customer treated manually for high blood glucose at 10:30 am. The customer was treated for high blood glucose at the emergency room. It was reported that the customer was feeling terrible and significant events leading to hospitalization included high carb meal. It was stated that the actual reason for hospitalization was diabetic ketoacidosis (dka). It was reported that the customer was treated with insulin drip, fluid and manual injection. It was reported that the high blood glucose event began on (B)(6) 2018 and the infusion set was changed on (B)(6) 2018. Troubleshooting was performed. The customer reported no leaks and air bubbles issues at the reservoir and infusion set. The setting on the insulin pump were accurate. The high pressure test was performed and the test result was on. The customer was advised ot change entire set, reservoir and insulin. Infusion set is expected to return. Reservoir is not expected to return for analysis. Additional device related incidents: kit ((B)(4)); infusion set ((B)(4)); reservoir ((B)(4)); infusion set ((B)(4)).